Manufacturer narrative:
Manufacturing site evaluation: the instrument arrived in a contaminated condition with cut off plug. The tip of the instrument is heavily soiled. At the second sight we realized that some of the tip isolation is missing. The chipped off piece was not enclosed. We made a visual inspection of the instrument, especially the tip. Here we found that a part of the insulation is chipped off. Besides this the instrument shows no damages or defects. The manufacturing documents have been checked and found to be according to specification valid during the time of production. There are no further complaints with this lot at hand. The root cause for the problem is most probably usage related. Without further knowledge about the circumstances we suspect, that the surgeon grabbed too much or too hard tissue or encountered a hard object.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the product caiman instrument. Intraoperatively the surgeon noticed a piece of white plastic on the omentum, which looks like the protective coating of the jaws of the caiman which was chipped. The white piece of plastic could be removed from the patient successfully. There was no surgical delay or additional intervention needed. The malfunction is filed under aag reference (B)(4).